Manufacturer narrative:
The following fields were updated due to additional information: site legal name (FDA): becton, dickinson & co., (bd) - sumter, sc / 29153. Site registration number (FDA): 1024879.

Event description:
It was reported while using bd vacutainer® eclipse¿ blood collection needle, the safety cap did not work correctly on two (2) devices, the hub collar and safety shield detached from one (1) device, and blood leaked from one (1) device. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for evaluation: yes h.3 device eval by manufacturer? Yes d9: returned to manufacturer on: 08-jan-2025 investigation summary bd received one photo and six samples for investigation. The customer photo depicts a device attached to a holder where the hub is separated from the collar, yet the safety shield remains intact and there is no evidence of sleeve leakage. The one used customer sample was visually inspected and failed testing due to the hub's separation from the collar, preventing further functional tests. The five unopened customer samples underwent functional tests for hub/collar separation and defective locking mechanisms, passing as there were no signs of damage or device separation during safety shield activation. Additionally, these samples were tested for sleeve functionality, and all passed with no evidence of side pierced sleeves, poor sleeve recovery, or sleeve leakage during draw. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: hub/collar separation. This complaint has not been confirmed for the indicated failure modes: defective locking mechanism and sleeve function. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported while using bd vacutainer® eclipse¿ blood collection needle, the safety cap did not work correctly on two (2) devices, the hub collar and safety shield detached from one (1) device, and blood leaked from one (1) device. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using bd vacutainer® eclipse¿ blood collection needle, the safety cap did not work correctly on two (2) devices, the hub collar and safety shield detached from one (1) device, and blood leaked from one (1) device. No adverse impact was reported regarding the patient or user.